Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that the sensor was not reading and the insulin pump did not go into threshold suspend when she experienced low blood glucose. The customer was called back and she stated that she was at the hospital working when she fainted and had a seizure while talking to coworkers. The nurse gave her sugar and was taken to the emergency room. Blood glucose at the time of arrival was 50 mg/dl. Customer did not know the cause of the low blood glucose; she stated she had not bolused for at least 3 hours. Customer was treated with three full meals and juice and the insulin pump was suspended send blood glucose level went up to 140 mg/dl. Customer declined troubleshooting and stated she had reverted to manual injections and did not want to go back to insulin pump therapy. The insulin pump would not be replaced or returned for analysis.